Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. In addition, the device locked out as intended, but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy procedure jamming occurred after several firings and the jaw would not open. The trigger was returned to the home position manually and the jaw was opened. Another device was used to complete the case. There were no adverse consequences to the patient. There was no difficulty in clamping the tissue and no hard materials were clamped.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained:(B)(4).